Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the pt had undergone a two side distraction surgery and one of them broke during the distraction process. A revision surgery will be performed, date not yet determined.